Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2007. A subsequent revision was performed on (B)(6) 2013 due to unknown reasons. While the surgeon was attempting to remove the head with a mallet, the head became cold welded to the stem resulting in a delay of over two hours.

Manufacturer narrative:
Current information indicates the use of incorrect instrumentation caused the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions it states, "surgical instruments should only be used for their intended purpose." This report is number 1 of 2 mdrs filed for this event (reference 1825034-2013-01508 & 01524).